Manufacturer narrative:
Date sent to the FDA: 12/01/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/8/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial omentectomy and partial removal of the previous mesh during which the surgeon noted the entire right side of the previously placed mesh had completely pulled apart from the fascia along almost the entirety of the right fascial border. Multiple omental adhesions had to be taken down form the mesh to obtain surgical exposure. After these adhesions were taken down, a portion of the omentum extremely adherent to the mesh had been dissected away from it. It was reported that the patient underwent partial removal on (B)(6) 2010 during which the surgeon noted the mesh was densely adherent to the small bowel. Portions of old mesh that were not adherent to small bowel were excised with scissors. Approximately 50% of operative time was spent lysing extensive adhesions. Upon closer inspection, a tiny enterotomy without any spillage of succus was found. It was reported that the patient experienced limited to partial and full obstructions of the intestines, small intestine perforations, small intestine injuries, infection, abdominal wall reconstruction, adhesions, chronic inflammation, partial omentectomy, enterotomy, re-anastomosis, necrosis, loss of abdominal wall integrity, severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.